Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to extreme glare and halos and because the patient could not tolerate the multifocal optics. The iol was exchanged for a monofocal model lens. Additional information was received from the surgeon, who reported the event resolved with treatment (iol exchange). The surgeon also reported the use of an unapproved viscoelastic during the initial surgical procedure. There are two medical device reports associated with the event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).